Event description:
Plaintiff alleges the development of type I latex allergy after continually using latex gloves. As a result, she alleges suffering from respiratory problems, including anaphylactic reactions, and related mental and emotional distress, as well as suffering substantial loss of earnings and earning capacity all of which is of a permanent and continuing and life-threatening nature. Husband alleges loss of consortium of his wife.